Event description:
Vaginal granulation tissue was observed in the patient. The patient was originally being treated with silver nitrate and healing with some bleeding and discharge. The patient's sling was subsequently removed due to erosion.